Manufacturer narrative:
Although originally thought to be available for evaluation, the device is now no longer available. The reported complaint is confirmed. The device will not be returned; however, the provided photographic evidence exhibits the reported failure. Per r&d engineer's analysis, based upon the photograph and description, it appears that the tooth failed due to excessive force (overload condition) from impact. The tooth next to the fractured tooth is bent away from the tip, further suggesting impact as the root cause. There are moderate wear marks on the side, and overall the teeth appear sharp, indicating low usage. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of (B)(4) for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU of the handpiece, the user is advised to not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Do not use burs for plunge cutting. Injury or damage may occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported an issue with the 25.5 x 0.4 mm micro reciprocator blade, item # 00505322000, unknown lot. It was reported that the blade edge was broken during use. The debris is in the patient's body because it could not be removed." It is indicated there was no impact to the patient at this time and the procedure was successfully completed using a back up blade. Additional information received indicated that the date of procedure was (B)(6) 2019. The device was being used in oral surgery when it was noticed that a "tooth" broke off the end of the blade. Suction was performed but the surgeon can't determine if part of the blade remains in the body. There is no plan for further medical intervention for the patient as there is currently no health hazard to the patient. It was confirmed the procedure was successfully completed using another blade with no delay. No further information was provided. This report is being raised on the basis injury due to the fragment possibly left in the patient.